Event description:
Health professional reported a left side breast implant infection, indicating the breast looked like a "grapefruit", was "originally filled to 260cc, when explanted it was in the 418cc range." The saline fill was not adulterated and no trauma was reported. The pt was also diagnosed with "lupus" and a form of "colitis."

Manufacturer narrative:
Medwatch submitted on 07/22/2014.